Event description:
Notified that pt had suffered soft-tissue trauma while wearing non compliant footwear. At august eval x-ray showed implant had not shifted. Pt wanted to go for olympics so doctor applied tape to stabilize implant. Pt returned to doctor for re-evaluation and treatment of dislocation in 9/04. Pt had torn their flexor tendon that caused the implant to displace medially and plantarly. Dr stated implant was fine but that they will remove and wire toe based on telecon of 10/04.